Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Problem description: dent on case. Lab observations (condition of unit as received): the module was received in fair condition. Investigation summary: confirmed dent, located at lower rear right corner. Performed an infusion test run and pressure occlusion test. Conclusion: no failure confirmed. Handling issue caused dent. Rework tbd at your end, based on effective cost. Disposition: route to service for normal process.